Manufacturer narrative:
The events of "infection, skin necrosis and wound problems" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection, skin necrosis and wound problems.

Event description:
Healthcare professional reported right side infection, skin necrosis and wound problems. Device has been explanted.